Manufacturer narrative:
H10: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. The suture was returned with both ends cut. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event could not be determined since findings can not lead to a clear cause of the reported event. Factors that may have contributed to the suture between the two implants to be cut/broken include sharp edges on the needle, unintended contact with another source prior to deployment, or catching the needle tip on the suture between deployment of t1 and t2. The complaint was escalated to the manufacturing team and after review has determined no containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the fast-fix 360 t2 was missing. First shot was made and t1 was implanted, then the needle was introduced and the second shot was made, when the thread was pulled, it came loose, as if it did not have the t2 and nothing was seen on the screen. The procedure was completed with 15 minutes of surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).